Event description:
Consumer complaint of lo blood glucose result. Expected fasting blood glucose test result range is 63 to 120mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Blood test performed during call on (B)(6) 2015 produced result of lo. Verified storage of product is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 09/25/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 177mg/dl, (B)(6) 2015, 04:27am; 173mg/dl, (B)(6) 2015, 09:31pm; 121mg/dl, (B)(6) 2015, 04:45pm; 80mg/dl, (B)(6) 2015, 12:25pm; 107mg/dl, (B)(6) 2015, 04:26am. Adverse event not reported.

Manufacturer narrative:
Product returned, but evaluation in process. (B)(4).